Manufacturer narrative:
Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4).

Event description:
The loaner device was previously returned to pentax medical from a customer on 07-feb-2020 and inspection of the unit was performed on 11-feb-2020 where the quality control inspector found the following: distal cap - fixed type failed epoxy seal integrity inspection, insertion tube gauge/dig at stage 1, prism scratched, distal tip annual maintenance, primary operation channel resistance, failed dry leak test, failed wet leak test, middle lcb distal cover glass glue is missing, elevator body sticking, distal cap/ case cracked, video image has a white or red dot, prism glass glue missing, operation channel- primary slice by accessory, bending rubber pinhole, segment screw loose at insertion tube. The duodenoscope's repairs will include the distal case/cap, which will be replaced and/or resealed pursuant to the field correction, along with the following parts, and returned to the user upon completion: o-rings and seals, air/water tube, deflector operating wire, deflector staycoil, operation channel, adjusting collar, angle wire, bending rubber, segment attaching screw, distal case/cap, distal case attaching screw, insertion flexible tube, segment assy attaching screw, rl pulley assy, ud pulley assy, o-ring(0.5x1.3), deflector lever, deflector lever attaching nut. The video duodenoscope is pending repair and final qc approval as of 21-feb-2020.